Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump did not alarm to indicate a high blood glucose level based on the high setting in the pump. The reporter stated the high setting is set to alarm every 90 minutes when the blood glucose is over 8.9 mmol/l. The reporter stated the last time the alarm sounded was over 9 hours ago. Customer service reviewed the pump during troubleshooting and verified the alarm history recorded the alarm 9 hours prior, the pump was set to alarm every 90mintues when over 8.9 mmol/l and the feature was enabled. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged high setting malfunction remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. Review of the black box data revealed multiple continuous glucose monitoring (cgm) ¿glucose above user hi limit¿ warnings. On investigation, the pump successfully paired with a test cgm. The blood glucose level on the test cgm was elevated and the pump gave appropriate "glucose above user hi limit" warning. Investigation was unable to duplicate or verify the alleged no high bg warnings and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.